Event description:
The report received from the affiliate indicated that the physician deployed the cypher select +stent at 16 atmospheres. After 2-3 seconds, the balloon started to deflate by itself. They took the equipment out of the pt without the stent because it had been deployed well into the pt. They figured out that the balloon ruptured during inflation, therefore, this is why it was deflating by itself. There was no need for post-dilation and no adverse events happened to the pt. Additional information received from the physician indicated that, "I reviewed the file and for an unk reason, the balloon ruptured at 16 atms. There was no difficulties advancing in the arterial segment or complication encountered. I had a second lesion to treat in the same artery without any difficulties. Perhaps there was a calcified spur, I'm not sure, I did not perform an intravascular ultrasound (ivus) given that all went well and that I was able to deploy the stent.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. Additional information will be submitted within 30 days from receipt.